Event description:
It was reported by service report that the nurse call alarm activates when the nurse call button is pressed, but once the button is released, the nurse call alarm is immediately cleared. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Incompatible nurse call cable.